Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging head cold, tightness of chest, cough, difficulty in breathing, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The manufacturer received information alleging headache. There was no serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Secondary findings of evaluation observed very slight dust contamination inconsistent with degraded sound abatement foam was observed in blower box, suggesting a source external to the device. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer confirm the presence of contamination in the airpath. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.